Event description:
The customer reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, but no issues were identified. Customer changed the pump supplies and resumed insulin delivery.